Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that in (B)(6) 2021 the patient presented with an inflatable penile prosthesis (ipp) not performing as expected. A revision surgery was performed and an aneurysm in the left cylinder was identified. The cause of the aneurysm was observed. There was a tear in the dacron mesh. The cylinders and pump were removed and replaced keeping the original reservoir. Surgery results were good and the patient is set to fully recover.